Event description:
Consumer complaint of low blood results. Expected blood glucose results range from 110 to 112 mg/dl. Blood test performed during call ((B)(6) 2013 12:53pm) with result of 77mg/dl. Test strip lot manufacturer's expiration date is 08/22/2016. Recall test results performed from meter memory (dates not visible): 09:18am ¿ 66mg/dl, 09:23am ¿ 73mg/dl, 09:41am ¿ 66mg/dl., 08:56am ¿ 74mg/dl, 09:00 ¿ 70mg/dl. Based on the customer's expected results (110-112) and the lowest result in memory (66). The complaint is reportable. (Zone b/c). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal correcxtive action. This report should have been identified as reportable within 30 days of the identifciation.